Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) couldn't cross. As a result, the balloon was changed to another new balloon. There was no reported patient death or injury. There was a delay interruption in therapy that caused no harm to the patient. No medical intervention required. No patient complications. Patient outcome: fine

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "the balloon couldn't cross" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) couldn't cross. As a result, the balloon was changed to another new balloon. There was no reported patient death or injury. There was a delay interruption in therapy that caused no harm to the patient. No medical intervention required. No patient complications. Patient outcome: fine.